Manufacturer narrative:
(B)(4).

Event description:
It was reported "female patient 70bmi, very thick stomach developed a 1.5 cm leak at the ge junction. Titan r stapler was used without buttress. Surgeon oversewed the staple line to reinforce. It is not known if the staple line was compromised or the patient deviated from the prescribed diet andblew out the staple line".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "female patient 70bmi, very thick stomach developed a 1.5 cm leak at the ge junction. Titan r stapler was used without buttress. Surgeon oversewed the staple line to reinforce. It is not known if the staple line was compromised or the patient deviated from the prescribed diet andblew out the staple line".